Event description:
Pt experienced ventricular tachycardia at 0444 on 6/6/97. Monitor technician states monitor alarm did not sound at the time of the arrhythmia. Attempts at cardiopulmonary resuscitation were unsuccessful.